Event description:
Patient received inappropriate shock on (B)(6) 2020. It is suspected that lead noise is causing vf detection. Multiple recordings since (B)(6) 2019 show similar noise. Lead remains actively implanted, but rep will work with physician to determine next steps. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2020 - lead explanted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
14-jan-2020 - lead explanted and replaced. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 28cm to 30cm distal to the is-1 connector pin the lead body was found squeezed and deformed. A short circuit was measured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.